Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the proximal access port cracked and leaked fluoricil on the patient. No harm to patient. It was stated that four winged infusion sets were noted to be leaking. This report addresses the second device.